Manufacturer narrative:
The investigation determined the malfunction is consistent with pre-analytical handling issues at the customer site. The data available suggest mis-sampling took place which is mainly caused by poor sample quality. When the outside surface of the sample needle is contaminated, it can cause a higher amount of sample volume to be pipetted which leads to high results.

Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The thumb screw for the sipper nozzle was loose and this was tightened. Ise checks were completed with no errors. The customer performed calibration and qc with no issues. The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na), potassium (k) and chloride (cl) on a cobas 8000 ise module. Patient 1 (ID (B)(6)) initial na result was 174 mmol/l, initial k result was 4.9 mmol/l and initial cl result was 129 mmol/l. On 10-dec-2020 the customer repeated the sample for patient 1 with an na result of 143 mmol/l, a k result of 4.02 mmol/l and a cl result of 104.8 mmol/l. Patient 2 (ID (B)(6)) initial na result was 165 mmol/l, initial k result was 5.3 mmol/l and initial cl result was 125 mmol/l. Patient 2 was sent to the ER to have a new sample drawn. The results from a different cobas 6000 system were na 138 mmol/l, k 3.9 mmol/l and cl 104 mmol/l. On (B)(6) 2020 the customer repeated the initial sample for patient 2 with an na result of 142 mmol/l, a k result of 4.6 mmol/l and a cl result of 106 mmol/l. The initial results for both patients were reported outside of the laboratory. The repeat results were believed to be correct. The na cartridge lot number was g53_2020 with an expiration date of 17-jul-2021. The k cartridge lot number was p81_2020 with an expiration date of 23-aug-2021. The cl cartridge lot number was w74_2020 with an expiration date of 26-may-2021.